Event description:
Per information provided by patient's attorney: (B)(6) 2007 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of composix kugel (device #1). Per operative notes, ¿two defects were identified and connected both defects for repair. A composix kugel mesh (device #1) was placed and sutured.¿ (B)(6) 2008 - patient was diagnosed with epigastric hernia thereby underwent laparoscopic repair with the implant of ventralex mesh (device #2). Per operative notes, ¿some fatty tissues around the previous mesh (device #1) were found. The fascial edges freed up, defect identified, and a ventralex mesh (device #2) was placed and sutured.¿ (B)(6) 2009 - patient was diagnosed with umbilical hernia, recurrent ventral incisional hernia thereby underwent open repair with the removal of both prior meshes (device #1 & #2) and implant of ventrio mesh (device #3) for ventral incisional hernia and ventralex mesh (device #4) for umbilical hernia. Per operative notes, ¿the entire previous meshes (device #1 & #2) was removed as it was balled up and not lying flat. A ventrio mesh (device #3) was placed and tacked with sutures. In the umbilical region, a large hernia sac was amputated, and a ventralex mesh (device #4) was placed and sutured.¿ (B)(6) 2009 - patient was diagnosed with wound seroma, pain in the ventral incisional hernia repair site thereby underwent drainage of wound seroma.¿ (B)(6) 2009 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with removal of ventrio mesh (device #3) and implant of synthetic mesh. Per operative notes, ¿the old scar was excised and the mesh (device #3) taken off the fascia. All the adhesions were taken down and a synthetic mesh was placed and tacked with sutures.¿ attorney alleges that the patient had adhesions, hernia recurrence, seroma, pain, mesh curled and balled up.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 3 months post implant of ventrio mesh, patient was diagnosed with hernia recurrence, seroma, adhesions, pain and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, seroma, adhesions, pain as possible complications. This emdr represents the ventrio mesh (device #3). An additional emdr was submitted to represent the mesh ¿ composix kugel (device #1) and an additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.